Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the bottom fitment of the silicone segment while infusing perjeta at an unspecified dose . The infusion was immediately stopped and the drug had to be remixed by pharmacy. There was no report of patient or user harm.